Event description:
It was reported that the patient's leadless pacemaker exhibited high capture threshold. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. Final analysis found no anomalies on the helix and helix length was within specification. No anomalies were detected.